Event description:
It was reported that during an implant procedure, the physician attempted to extend the right ventricular lead helix outside of the patient to ensure functionality and the helix would not extend after several attempts. The lead was not used and another lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).